Event description:
According to the reporter: when surgeon inserted a 5mm scope through the trocar 5mm covidien versaport, catalog onb5stf the gas seal (white ring) came off and fell into the patient's abdomen. It was retrieved and sent to sterile processing department manager.

Manufacturer narrative:
(B)(4).